Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to procedural factors (device preparation, manipulation of the devices), patient factors (tortuous anatomy) may have contributed to the reported valve alignment difficulties, resulting in the aortic embolization of the initial valve and subsequent placement of the valve in the descending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), a transfemoral tavr procedure was performed for a 29mm sapien 3 valve in the aortic position. During the procedure, it was not possible to get the valve over the balloon while at the descending aorta. Therefore, the valve was placed in the descending aorta, and the delivery system was withdrawn. A new 29mm sapien 3 valve and delivery system were prepared and used. Valve alignment was performed in a straight section of the aorta and the valve was successfully implanted where intended. It was perceived that the initial valve could not get over the balloon and that was the cause of the difficulty with valve alignment. No embolization or migration of the valve to aorta occurred. No withdrawal difficulties with the system were encountered. No injury to the patient was reported. Both valves remain implanted in the patient. Information regarding the native annular diameter was not provided. Moderate calcification and moderate tortuosity in the iliac artery and aorta were reported. Procedural cine was provided for review. Images of the valve alignment were not provided for review. Results from the cine review indicated: after crossing the annulus, the sapien 3 valve was not centered between the markers, approximately 1cm proximal of marker. During deployment, the sapien 3 valve was pushed away as only the distal part was inflated by the balloon, resulting in the embolization of the valve into the aorta. Final position of the embolized sapien 3 valve in the descending aorta. Uneventful implantation of a second sapien 3 valve, with good result, no pvl, 80:20 a/v.